Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported cowl (clip opening while locked) and efaa (establish final arm angle) could not be determined. The reported entrapment of device (clip caught on chordae) was likely to procedural conditions. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), restricted - posterior leaflet, dilated left atrium for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. During deployment of second mitraclip, the clip opened during establish final arm angle test. An attempt was made to retract the clip and was unsuccessful as it was entangled in chords. Hence, the clip was deployed. Post deployment, the clip opened to 25-30 degree. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay.